Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had forgot to reconnect to the pump after changing the pump supplies and was off of the pump all night. The customer's blood glucose level (bg) was in the 900 mg/dl range. The customer was admitted to the hospital for the high bg and diabetic ketoacidosis (dka) was treated with insulin drip and potassium. The customer was discharged on (B)(6) 2017 with the high bg/dka resolved.